Manufacturer narrative:
The instrument associated with this report was not returned. A complaint database search finds no previous reports against this product/lot combination. Previous investigations against this product code and similar failure found misuse and heavy usage as contributing factors. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. The investigation is unable to conclusively determine a root cause without instrument examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The adaptor broke at the tabs while reaming.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6), 2014.